Event description:
Revision surgery of right hip has been reported due to high levels of cobalt and chromium in the blood.

Manufacturer narrative:
This case matches a prior medwatch report submitted by the hospital for special surgery, reference (B)(4). Correction: part details amended. Device manufacture date corrected accordingly. (B)(4).

Event description:
The femoral head was revised, the acetabular cup remains implanted.

Manufacturer narrative:
Additional information including blood test results and histopathology reports received 03/03/2016.

Manufacturer narrative:
(B)(4).